Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a valve was not implanted. Following the procedure, the patient was stable with mild aortic regurgitation.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx valve; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4).; manufactured date: 2026-01-13; use by date: 13-jan-2028; implant date: n/a; FDA site ID: 9617601. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-26, after a pre-implant balloon dilation with a 20 mm non-medtronic balloon and in the setting of a low level of calcification, the valve could not be successfully deployed. Several repositioning attempts were required, and disengagement was attempted using the pullback technique with partial deployment in the left ventricular outflow tract followed by retraction, but the valve did not remain in the annulus. The device was recaptured into the capsule of the delivery catheter system and withdrawn from the patient. Due to an existing risk of dislodgement, valvuloplasty was performed without the valve. Asymmetric valve deployment was reported as a possible contributing factor. No patient complications have been reported as a result of this event.